Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in a severely tortuous and severely calcified right anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries reported.